Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high and undefined impedance as well as impedance spikes. The rv lead was inactivated. No patient complications have been reported as a result of this event.